Event description:
The customer reported that the device ts8850, concept grafix tendon stripper, 7.0 mm was being used on (B)(6) 2026 and ¿the surgical technologist informed that upon insertion of the stripper for graft harvesting, the device fractured inside the patient¿s leg. The broken material was successfully retrieved without causing harm to the patient.¿ there was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.